Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n188532016, implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
An alarm was heard, telemetry not yet performed. The patient reported they first heard the non-critical alarm on tuesday (B)(6) or wednesday (B)(6). The patients¿ pump was last refilled on (B)(6) 2014 and the patient was not having any symptoms or therapy changes. The patient had contacted the hcp about the alarm and the hcp scheduled the patient for friday (B)(6) 2014. The patient began to hear the critical alarm the day of the report. The patient also stated that at their last refill appointment the hcp ¿dosed off¿ while pushing medication into patients¿ pump. The patient also thought the hcp ¿forgot to reset¿ their pump after the refill. The pump was used to deliver baclofen. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.